Event description:
The coulter lh500 instrument generated an erroneously low hemoglobin (hgb) result for one patient sample. The initial hgb result of 5.1g/dl was reported out of the lab and questioned. The original sample was re-run and hgb result of 9.5g/dl was obtained. A corrected report was sent out. The specimen was rerun again and recovered a partial aspiration error message (p). No death or serious injury, no change to patient treatment was associated with this event.

Manufacturer narrative:
The specimen was collected in a 5ml venipuncture tube. Qc is run daily. Qc was performed before and after the event and results recovered within specifications. A field service engineer (fse) was dispatched: the fse replaced the blood sampling valve (bsv) actuator. The fse re-tubed multiple pinch valves, cleaned the instrument chassis and verified the instrument's operation. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.